Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a connector tego¿ where the customer reported the infirmary team noticed an increase in venous pressure, which required the interruption of hemodialysis. Upon reviewing the connections, a damage to the silicone on one side of the connector was observed. Therefore, the tego connector was replaced, which resulted in an improvement in pressure and allowed the therapy to be resumed. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
Received one used lat-d1000 tego for inspection. No defects or anomalies noted. The tego was accessed with a male luer to activate the devices and see if occlusions could be observed. The fluid path was clear. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.